Event description:
Healthcare professional reported 3 days after injection in the cheeks with juvederm voluma with lidocaine and concomitant injection with juvederm volift with lidocaine, the patient developed "redness and induration (of the) left cheek" with pain. Patient was treated with "oral antibiotic", followed by "IV antibiotic" but has not yet responded to treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events "redness, induration, and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.